Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for daughter via phone call that insulin pump had critical pump error. Blood glucose was 100 mg/dl. Customer reported that she was on a bike ride and she had 30 min to change battery and she got a critical pump error with insulin pump and a book and arrow on insulin pump screen. Advise the insulin pump will need to be replaced. Advise to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will not be returned for analysis.